Manufacturer narrative:
The device was returned and the evaluation found a power switch mechanism failure and confirmed there to be failures of the video cable connectors; there was no image due to a faulty socket. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center power supply switch cannot bounce back; the connector failure. The issue was found after procedure. The facility completed the procedure with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to the g3 of the initial medwatch. The aware date should be february 27, 2024. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the absence of a video image was due to a defective socket, and the inability of the power switch to rebound was caused by a defective power switch. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center had no video image due to failures of the video cable connectors. There were no reports of patient involvement.